Event description:
During an endoscopic retrograde cholangiopancreatography, the physician used a cook memory hard wire basket. It was reported that during the process of using a basket to remove the stone, the basket could not be retracted properly, and the outer sheath at handle conjunction area damaged and deformed. User changed to another device to complete the procedure.a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation:the product said to be involved was returned in a white plastic bag. Provided with the return was an open box and an open pouch from the lot number provided in the report. The label matches the product returned. Photos were provided of the device coiled and the product labeling. The basket is advanced and buckling of the proximal clear catheter is visible. The lot number provided in the photos matches this report. The label in the photo matches the product reported.our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the basket advanced and the handle in a partially retracted position. Buckling was observed in the clear catheter distal to the white shrink tubing with corrosion noted on the proximal drive wire through the clear catheter. While the device was relaxed on the table top, the basket was not able to retract. The basket would retract to the point before it would begin to fold into the catheter and then reach resistance which exacerbated the catheter buckling and prevented retraction. When the device was fully straightened retraction became possible without resistance. No other anomalies were detected with the device.the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution.investigation conclusion:our laboratory evaluation of the returned device confirmed the report of difficulty advancing and/or retracting.a corrective action (CAPA) has been initiated to address instances of difficulty during basket advancement and retraction. Reference CAPA-00405. The product said to be involved is included in the scope of the corrective actions.prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment.corrective action:a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.